Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range pacing impedance measurements were noted on this right atrial (ra) lead as well as noise and loss of capture. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.